Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was unable to be implanted. The ra lead was not used and another ra lead was used to complete the procedure. No patient consequences were reported.